Event description:
It was reported yesterday, a catheter was successfully inserted into a chemotherapy patient and was in the correct position. This morning, during infusion, a leak was found at the connection between the extension tubing and the compression sleeve. The catheter was trimmed and the extension tubing was replaced, and infusion was then normal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking device is inconclusive due to the state of the returned sample. One photograph of a groshong nxt clearvue two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the connector assembly contained in a clear, plastic bag. A small segment of a terminated catheter shaft was observed at the distal end of the assembly. It appeared that there may have been fluid near the sample, but it was difficult to discern due to the quality of the photograph. No damage to the device could be discerned from the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.